Manufacturer narrative:
The device has not been returned as it was discarded at the site. Distal emboli are known inherent risks of mechanical thrombectomy procedure and are documented in the solitaire 2 instruction for use. Based on the reported information and review of the IFU, the likely cause of the reported event was procedure related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure, the clot was not completely captured by the solitaire during the first pass, and the remaining clot migrated distal from the m1 to the m2. The patient was receiving mechanical thrombectomy with the solitaire to treat an acute stroke. The reported device and accessory devices were prepared as indicated in the IFU and continuous flush was administered during the procedure. The vessel was severely tortuous, medium size in diameter, and the vessel was also calcified. The physician opened the solitaire at the target location of the m1. When removing the microcatheter the solitaire became locked up after the first pass. The microcatheter and solitaire were removed from the patient together. The clot was not completely captured by the solitaire during the first pass, and the remaining clot migrated distal from the m1 to the m2. The second pass was completed with new device (non medtronic) without any issue, and the vessel was revascularized. No medical intervention required. Tici pre procedure was 0 and post procedure 2b.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.